Event description:
During procedure to remove plate because of impingement pain, the plate could not be removed from patient because screws had welded to the plate. The operation was delayed for over 2 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.